Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 01-apr-2026. The complaint device underwent evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The distal end of the proximal coil was separated from the core wire. Microscopic inspection was performed on the stent, and it did not reveal any damages on the stent component. The issue reported regarding the impeded condition of the stent is confirmed based on the damaged delivery wire. It is possible that in an effort to overcome the impeded condition reported, excessive force was inadvertently applied during the device advancement which ultimately led to the damages found in the delivery wire. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9784477. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) do contains the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. ¿ confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 9784477) was impeded in the hub of the 150cm x 5cm prowler select plus microcatheter (606s255x / 31586950) and could not be introduced into the microcatheter. The physician manipulated the device normally. The physician removed both devices from the patient and replaced them with new devices to complete the procedure, which was prolonged by about 10 minutes. There was no report of any negative patient impact. The complaint included five (5) short video clips (mp.4) that will be reviewed by the product analysis team. On 09-feb-2026, additional information was received. Per the information, the procedure was targeting the middle cerebral artery (mca). An adequate continuous flush was maintained through the microcatheter. The stent was still on the delivery wire when it was removed. No damage was noted on the stent / stent delivery system. No damage was noted on the microcatheter. The replacement stent was another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed no negative impact on the patient and the physician did not consider the reported 10-minute delay to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the videos included in the complaint. The review is documented below. [Video review]: the five videos included in the complaint captured different takes that the enterprise introducer being inserted into the microcatheter. It was impeded in the microcatheter in the proximal area. No other damage was observed. The issue regarding stent being impeded in microcatheter hub and could not be pushed into the microcatheter was confirmed based on observed impeded condition. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9784477. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.